Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 2 mg for a total dose of 0.76508 mg/day, bupivacaine 30 mg for a total dose of 11.47617 mg/day, and compounded baclofen 200 mcg for a total dose of 76.50778 mcg/day via an implantable pump. It was reported on (B)(6) 2020 the patient presented for a pre-operative visit for pump replacement secondary to normal battery depletion. As per clinic protocol, a catheter access port (cap) dye study was performed and the catheter was unable to be aspirated indicating reduced flow of medications. The plan was to revise the catheter at pump replacement. On (B)(6) 2020 the catheter was revised, but the pump was not replaced secondary to limited availability of devices. Surgical observation revealed the catheter was kinked at the anchor and connector pin. The catheter was spliced on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter kink. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.